Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was noted that the dislodgement occurred due to patient anatomy. The lv lead was removed and not replaced. No patient complications have been reported as a result of this event.